Event description:
Boston scientific received information that during a follow-up check, this right ventricular (rv) lead exhibited increased pacing threshold measurements. Lead dislodgement was suspected. Two days later, the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.